Event description:
Per the audiologist's report, the electrode array of the patient's device partially migrated out of the cochlea. The device was explanted in 2008, and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.